Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? What symptoms did the patient experience following the index surgical procedure? Onset date? Why did the surgeon decide to open the patient¿s wound? Please provide details. Where was the break on the suture noted (termination, middle, end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any patient stress factors that precipitated the event of suture breakage post op? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2024 and suture was used. The patient had come to the hospital for treatment due to a calf trauma. After examining the wound, the doctor determined that it needed to be sutured. The wound was then cleaned and sutured with suture. After the suturing was completed, the patient was instructed to change the dressing the next day. On the third day, the patient came to change the dressing in the morning. The doctor opened the wound and found that there was a suture break at the suture site, causing the wound to heal poorly. After the doctor cleansed the wound and changed the dressing, the wound was re-sutured, and the patient was instructed to reduce activity at the wound site and change the dressing next day for observation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? What symptoms did the patient experience following the index surgical procedure? Onset date? Why did the surgeon decide to open the patient¿s wound? Please provide details. Where was the break on the suture noted (termination, middle, end) did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any patient stress factors that precipitated the event of suture breakage post op? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?